Event description:
On 12/18/2024, it was reported by an arthrex subsidiary employee via email that an ar-2324bcc biocomposite swivelock c screw was cracked. This was discovered during a procedure on (B)(6) 2024. The case was completed using another ar-2324bcc biocomposite swivelock c screw.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information received on 1/6/2025: the crack on the swivelock anchor was discovered upon opening the package. Nothing broke in the patient.

Manufacturer narrative:
H.1 set as n/a. Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon receiving additional information from the field that clarified the event and evaluation of the returned devices, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803. Additional information: b5, h3, h6.